Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) was 512 mg/dl and customer experienced a seizure. Customer was admitted to the hospital where they were treated with manual dose injections. During troubleshooting with tandem technical support, it was reported that the customer is using cold insulin, wearing supplies beyond labeling, and not completing the air removal step during loading. Customer was educated and acknowledged.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.